Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and power relay pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.